Manufacturer narrative:
Eight (8) attempts have been made in order to obtain the product for evaluation. On (B)(6) 2014, the user facility indicated that the device will be returned to masimo for further evaluation. Once the investigation on the unit is performed, a follow up report will be submitted.

Event description:
The customer requested an evaluation of her pronto-7 and sensors. She indicated that the device and sensor are not picking up readings and/or not giving accurate readings. According to the customer, she tested the product on herself by placing the medium sensor on opposite ring fingers which on the left hand 15 and right hand 13. She indicated that the results showed inaccurate or no readings on each sensor. Customer would like device and sensors checked for accuracy. No blood gas test samples are available. No patient incident reported.